Event description:
It was reported that battery was depleting too quickly. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up with technical support, no additional event details were obtained, and technical support was unable to confirm reported battery issue or take further corrective action.